Manufacturer narrative:
This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)) and is related to and occurred prior to c&r#: 3003768277-12/28/2023-010-c.

Event description:
It was reported to philips that device does not start. This is connected to startup issues related to an allura xper fd20. There was no reported patient or user harm.